Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a critical service required code was found in the ventilator's downloaded error log. The device's machine flow sensor and in-line filter, proximal and the in-line filter were noted to be clogged with white dust and were replaced to address the service required error being triggered. Additional findings not related to the malfunction/issue: the display printed circuit board assembly was replaced associated with a test failure where the test station could not set the device into calibration mode.